Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 460 mg/dl and 400¿s mg/dl. The customer had no symptoms and treated with the insulin pump. The customer reported pain and bleeding when inserting infusion sets. The customer completed troubleshooting for the infusion set and declined troubleshooting for the high blood glucose levels. The product will not be returned for analysis.